Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B02288,b02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included obesity, abdominal pain, fever, diarrhea and vomiting. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and fallopian tube spasm ("tubal spasm only left side placed: right side placed later") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, weight decreased, fallopian tube spasm and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (discrepancy noted). Insertion details: on (B)(6) 2013 left side: on attempting to place the right tubal implant, the tube either spasmed down or was occluded and I was not able to pass the essure implant into the tube. After numerous attempts without success, the essure implant was twisted. The left side was placed without difficulty and there were 3 coils showing on (B)(6) 2013 right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal), dysmenorrhea (cramping), fatigue, weight loss, weight gain, tubal spasm medical history, concomitant conditions, lab data were added. Date of insertion was updated. New reporter's were added. Patient's demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: date of insertion: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) : results of confirmation test : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events added: "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. B02288-not valid,b02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Concurrent conditions included obesity, abdominal pain, fever, diarrhea and vomiting. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fallopian tube spasm ("tubal spasm only left side placed: right side placed later") and fatigue ("fatigue") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, fallopian tube spasm, fatigue, weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube spasm, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6)2013 (discrepancy noted) insertion details: (B)(6)2013 left side: on attempting to place the right tubal implant, the tube either spasmed down or was occluded and I was not able to pass the essure implant into the tube. After numerous attempts without success, the essure implant was twisted. The left side was placed without difficulty and there were 3 coils showing (B)(6)2013 right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: result: total bilateral occlusion. Lot # b02288 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.